Event description:
Customer reported the system enters wrong mode when pressing foot switch, and displays a stator not on error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated a pin in the camera connector. System operates as intended. This MDR is related to ge healthcare.